Event description:
Pt underwent bilateral mastectomies with reconstruction using silicone gel implants in 1982. Ruptured implants noted 1998. Also has bilateral capsular contractures. Pt admitted 4/2/98 for removal of implants and transverse rectus abdominus musculocutaneous reconstruction. Upon removal, both implants found to be ruptured. No identifying marks found on implants.